Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient therapy manager was not uploading information. The refill date was not accurate. It was later reported that it was a ¿rep mistake¿. ¿I was looking at refill date not actual date¿. The drug being infused was unknown.